Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the patient experienced a reaction while using biopatch. Additional information has been requested.

Manufacturer narrative:
Report 1 of 2: same product, same event, different patients. Other mfg report number: 2648988-2017-00011. Additional information received on may 8, 2017: patient with dx of hodgkin disease with hx of an allograft on (B)(6) 2016 and gvhd skin since transplant (using diprobase and eumovate on skin). On (B)(6) 2017 (day 1) ¿ PICC line inserted. Skin prep 2% chlorhexidine gluconate in 70% isopropyl alcohol. Biopatch applied with semi permeable film. Suggested sit cleaning chloraprep. On (B)(6) 2017 (day 4) ¿ dressing coming off. Yellow discharge noted at insertion site. Swab taken. Biopatch reapplied. On (B)(6) 2017 (day 5) ¿ 04.00hrs: yellow exudate reported at insertion site. 14.00hrs: PICC line insitu reported dry dressing. PICC arm swollen. Doppler requested. IV¿s stopped. Oral flucloxacillin commenced. 19.00hrs: dressing peeling off. Skin oozing with yellow exudate. On (B)(6) 2017 (day 6) ¿ recommendation for line and exit site: saline to clean only. Cavilon spary to peri wound to protect fragile skin. Inadine to exit site with gauze for absorption, continue with semi permeable film, daily dressing. To use mepilex border with inadine after removal. 19.00hrs: PICC line removed. Remanis on oral flucloxacillin, cyclosporine and prednisolone. On (B)(6) 2017 (day 7) ¿ PICC line swab, no growth. On (B)(6) 2017 (day 9) PICC line tip sent. No growth. On (B)(6) 2017 (day 11) ¿ nursing note reports site looks much improved, appears to be healed. Integra has completed their internal investigation on may 23, 2017: results: no samples were returned. Photos of affected area were included for each complaint; therefore, the event (patient experienced a reaction) was confirmed. DHR review; no device history record (DHR) review was possible since no lot number was provided. Complaints history; upon review of integra's complaint system from april 2015 - april 2017, a total of 31 complaints (including the ones under evaluation) related to adverse reaction for biopatch product family. Ten (10) of these 32 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. Approximately (B)(4) units have been released for distribution from april 2015 to april 2017, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: a possible cause for this event may be related to existing patient¿s skin condition (gvhd of the skin) in combination with chg from the biopatch.